Manufacturer narrative:
Correction for additional devices: controller (B)(4) serial number changed to "unknown" controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Product event summary: the returned controller passed visual and functional testing. Investigation is ongoing. Additional device(s) involved in event: d4: battery / (B)(4). H3: yes h6. Method code(s): 10, 23, 38 h6. Result code(s): 213 h6. Conclusion code(s): 71 product event summary: the returned battery passed external visual inspection and functional checks. Investigation is ongoing. D4: battery / (B)(4). H3: yes h6. Method code(s): 10, 23, 38 h6. Result code(s): 213 h6. Conclusion code(s): 71 product event summary: the returned battery passed external visual inspection and functional checks. Investigation is ongoing. D4: (B)(4). - battery h3: yes h6. Method code(s): 10, 23, 38 h6. Result code(s): 213 h6. Conclusion code(s): 71 product event summary: the returned battery passed external visual inspection and functional checks. Investigation is ongoing. D4: (B)(4) - battery h3: yes h6. Method code(s): 10, 23, 38 h6. Result code(s): 213 h6. Conclusion code(s): 71 product event summary: the returned battery passed external visual inspection and functional checks. Investigation is ongoing. D1: heartware® ventricular assist system ¿battery d4: (B)(4) - battery h3: yes h6. Method code(s): 10, 23, 38 h6. Result code(s): 213 h6. Conclusion code(s): 71 product event summary: the returned battery passed external visual inspection and functional checks. Investigation is ongoing. D4: (B)(4) - battery h3: yes h6. Method code(s): 10, 23, 38 h6. Result code(s): 213 h6. Conclusion code(s): 71 product event summary: the returned battery passed external visual inspection and functional checks. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10 product event summary: one controller (con190599) and six batteries (bat207049, bat215174, bat215231, bat207042, bat207211, bat207218) were returned for evaluation. One controller (con182878) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. Log file analysis associated with con190599 revealed that the controller was not in use during the reported event, and the real time clock (rtc) was reset to zero. This is an additional observation not related to the reported event. The most likely root cause of the rtc being reset to zero can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. Log file analysis associated with the controller in use during the reported event, con182878, revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnecti ons involving bat215174, bat215231, and bat207042, as well as premature power switching events due to communication errors involving bat215174 and bat207218. Data log files also revealed multiple instances involving bat215174 and bat207218 where the batteries¿ rel ative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communic ation pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation examined momentary disconnections. Additional products: d4: serial#: (B)(6) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial#: (B)(6) h6: method code(s): 4112 h6: conclusion code(s): 67 d4: serial#: (B)(6) h6: method code(s): 4112 h6: result code(s): 3213 h6: conclusion code(s): 12, 4307 d4: serial#: bat215231 h3: yes h6: method code(s): 4112 h6: result code(s): 3213 h6: conclusion code(s): 12 d4: serial#: (B)(6) h6: method code(s): 4112 h6: result code(s): 3213 h6: conclusion code(s): 12 d4: serial#: (B)(6) h6. Method code(s): 4112 h6. Conclusion code(s): 67 d4: serial#: (B)(6) h6. Method code(s): 4112 h6. Result code(s): 3213 h6. Conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that two of the batteries also had communication errors.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware® ventricular assist system ¿controller 1.0. Controller / (B)(4)/ model #: 1407de / expiration date: 12/31/2015, UDI #: unk. Device available for evaluation: yes, return date: 10/16/2017, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 12/31/2014, labeled for single use: no. Brand name: heartware® ventricular assist system ¿battery, battery / ((B)(4)/ model #: 1650de / expiration date: 04/30/2016, UDI #: (B)(4), device available for evaluation: yes, return date: 10/27/2017, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 04/30/2015, labeled for single use: no. Brand name: heartware® ventricular assist system ¿battery, battery / (B)(4)/ model #: 1650de / expiration date: 02/28/2017, UDI #: (B)(4), device available for evaluation: yes, return date: 10/27/2017, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 02/28/2016, labeled for single use: no. Brand name: heartware® ventricular assist system ¿battery, battery / (B)(4)/ model #: 1650de / expiration date: 02/28/2017, UDI #: (B)(4), device available for evaluation: yes, return date: 10/27/2017, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 02/28/2016, labeled for single use: no. Brand name: heartware® ventricular assist system ¿battery, battery / (B)(4)/ model #: 1650de / expiration date: 04/30/2016, UDI #: (B)(4) , device available for evaluation: yes, return date: 10/27/2017, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 04/30/2015, labeled for single use: no. Brand name: heartware® ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 04/30/2016, UDI #: (B)(4), device available for evaluation: yes, return date: 10/27/2017, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 04/30/2015, labeled for single use: no. Brand name: heartware® ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 04/30/2016, UDI #: (B)(4), device available for evaluation: yes, return date: 10/27/2017, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 04/30/2015, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was battery switching, which caused the patient anxiety. The associated batteries and controllers were ex changed. No patient complications have been reported as a result of this event.